Manufacturer narrative:
On 31-oct-2019, mentor completed the investigation on the suspect medical device. Device evaluation summary: according to the information provided, it was reported that the patient experienced a deflation on the breast saline implant and chest injury due the neo biopsy in which the patient was involve. During evaluation of the sample a crease were observed on the posterior view. Leak testing revealed a tear within the crease measuring approximately 0.5 cm. No other anomalies were observed. It is possible that the root cause of the rupture was the neo biopsy in which the patient was involved. Also, the crease/fold failure which is a known inherent risk associated with the use of saline-filled mammary prostheses and may be the result of one or more of the following contributing factors: underinflation or overinflation of the device, continuous and sustained stresses to the device - such as or too small a breast pocket and folding or wrinkling of the shell in the breast pocket. The manufacturing records were reviewed and the manufacturing criteria were met prior to the release of this lot. It should be noted that as part of our quality process, each device is visually inspected during manufacturing to ensure the device meets the required specifications prior to shipment. Based on the information reported and/or the product investigation, there is no evidence that the issue is related with the manufacturing process. Complaint information will be included in complaint trending that is reviewed and monitor by quality assurance on a regular basis to determine if further action is necessary. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Per review of the file on (B)(6) 2019, patient code for chest injury was added due to reported biopsy, which was noted as possibly needle biopsy. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: rupture. Concomitant medical products: 325cc mentor smooth round moderate profile, catalog #: 3501650, serial #: (B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6)-year-old caucasian female patient underwent a breast augmentation revision with a 325cc mentor smooth round moderate profile saline breast implant and experienced postoperative left-sided deflation. The deflation was confirmed by a physician. As a result, the patient underwent explantation on (B)(6) 2019.